Event description:
It was reported that the pt was at the clinic for an audio processor upgrade and that had not been seen for checking up for 6 years. Pt's audiogram levels are 35-40db, but speech understanding is not good. According to the description of the technician, the pt often did not wear his audio processor, just his hearing aid on the contralateral ear. Reportedly, the pt has not liked the cochlear implant from the beginning. This seems to be the reason why the pt was not wearing his audio processor most of the time and why his speech understanding is not good.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for eval. When available, a device failure analysis will be submitted as a follow up report.